Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned to zoll for investigation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). Visual inspection was performed and no damages were observed. No issues were found during the archive review. Additionally, the device passed functional testing. The device ran for approximately 11 minutes with a test mannequin with no issues occurring. The primary complaint that the platform would not power on, could not be duplicated. The autopulse platform is a reusable device and was manufactured in 07/19/2011. To avoid the customer's no power complaint from re-occurring, the battery cabling and power distribution board were replaced.

Event description:
During a shift check, it was reported that the autopulse platform (s/n: 31641) would not power on. There was no patient involvement reported.